Event description:
It was reported that during an unknown procedure, the threaded stud broke off the handpiece. Another handpiece was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.